Manufacturer narrative:
The technician cleaned the caster wheel surface of wax build up and adjusted the brake/steer caster to repair the bed.

Event description:
Info received indicates the brake is not holding.